Manufacturer narrative:
The leads were discarded. A definitive root cause for the reported event is not able to be determined. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage" and "pain". The manufacturing records were reviewed. Product met all requirements for release.

Event description:
Following an evoke spinal cord stimulation (scs) system trial implant procedure, the patient reported a headache. The physician evaluation suspected a cerebrospinal fluid (csf) leak had occurred. A blood patch was performed. The evoke scs trial leads were removed to resolve the reported event.